Event description:
During a laparoscopic assisted vaginal hysterectomy on or about the fourth firing the surgeon tried to fire the tsw35 and the cartridge fell into the abdomen of the pt. The cartridge was retrieved. Another tsw35 was opened and it would not fire completely. The tr35w reload, lot #j4poh, will be returned. There was no consequence to the pt. 1/27/97 the second tsw35 worked with the first cartridge and the second cartridge did not work. The case was completed with the second instrument. 1/27/97 1400 left msg. And 800# with receptionist for md call back. 1/29/97 nncl sent.

Manufacturer narrative:
Results of evaluation: conclusion; based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instruments were returned in good physical condition. Instrument a was cycled, fired, cut, and formed the staples within design specification. Instrument b was cycled, fired, cut, and did not form the staples within design specification. No conclusion could be reached as to why the staples design specification. The cartridge returned with bent lockout tabs on the pan due to an attempted refire after the cartridge was locked out. No conclusion could be reached as to why this occurred. Comments: if the instrument's firing cycle interrupted and the trigger returns to the open position, a new cartridge must be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly.